Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 250 mg/dl at the time of incident. The customer¿s other blood glucose value was 240 mg/dl. The customer was assisted with troubleshooting. The customer treated high blood glucose value with insulin injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery due to ketones in body. The insulin pump passed high pressure test but declined to repeat it. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0865 inches. All boluses delivered properly. No unexpected alarms noted during testing. Device tested okay. (B)(4).